Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing had yet been done to resolve the issue. The patient had an appointment scheduled with a healthcare provider scheduled for monday, (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral causalgia. It was reported that the patient was feeling a shocking sensation. The patient was lifting something when this happened. The patient turned stimulation off but when they were in certain positions the patient still felt the shocking sensation. The patient had called their health care professional (hcp) office but the office was closed for the holidays. The event date was reported to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.